Manufacturer narrative:
The event unit was returned to applied medical for evaluation. The complainant¿s experience could not be replicated or confirmed due to the returned state of the unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: colon cancer procedure. Event description: [name] medical center. "During surgery, when loading the clip for blood vessel ligation, one clip was successfully ligated, but the next 2¿3 clips failed to load." Product is available for return. Additional information was received via email on 01dec2025 from an applied medical representative: "the ctr03/5x100mm trocar was used. The clip properly seated into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: colon cancer procedure. Event description: [name] medical center. "During surgery, when loading the clip for blood vessel ligation, one clip was successfully ligated, but the next 2¿3 clips failed to load". Product is available for return. Additional information was received via email on 01 december 2025 from an applied medical representative: "the ctr03/5x100mm trocar was used. The clip properly seated into the jaws. The pressure was not applied to the trigger while moving through the trocar. The clip was not loaded into the jaws prior to the device's insertion/removal through the trocar. The clip was not manually removed as a loaded clip, leaving the feeder exposed. The trigger could not be actuated as normal". Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.